Event description:
The customer reported that the physician was using a valleylab edge coated electrode to perform a dissection through an inframmary approach. The physician noticed that the insulation was missing from the electrode. The physician discovered the insulation had fallen onto the surgical field. The insulation was removed from the field without any injury to the pt. Another electrode was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.